Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's daughter reported that the patient had a scar on his back where the vibration box is located. There was no alleged device malfunction contributing to the irritation. A nurse had placed a bandage on the wound. Follow up indicated that the irritation has improved.